Event description:
The pump trainer reported the hospitalization due to low blood glucose. Caller was informed by wife that customer was hospitalized four to five days prior to the telephone call. The son found the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.